Event description:
It was reported that when a surgeon was performing a rotator cuff repair, he found the set screw or the trunion (of a previous total shoulder implant) had come loose. The surgeon removed the device in 3 pieces. Another device was implanted. The patient was reported as doing fine. The original implant date was reported as 3-4 years ago. No further patient information was provided at the time of this report or made available in response to follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but it was reported that it was sent out by the hospital to a laboratory for testing for bacteria. The complainant's event could not be verified; the cause of the event could not be determined from the information available and without device evaluation. The lot number was also requested but not provided, therefore device history record review and complaint history could not be conducted without lot number. Not enough information was provided to determine a possible cause for the event. A case closure summary is being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.